Manufacturer narrative:
The device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant medical products: 6947m55 lead, implanted (B)(6) 2013. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) experienced earlier than expected battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.